Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control-iq algorithm increased the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 251-253 mg/dl, and the meter bg reading was 72 mg/dl. The customer's mother provided assistance and the customer drank juice to treat the low bg. The customer was subsequently taken to the emergency room (ER); however, no treatment was needed to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on (B)(6) 2022 with the issue resolved and no permanent damage.